Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed under-sensing on the right ventricular (rv) lead. No changes or intervention was performed; the patient will continue to be monitored. There were no patient consequences.